Event description:
The customer reported that one of their clinimacs tubing sets ls had a leak during the upper integrity test on the separation column itself. Specifically fluid was observed leaking out near the top column where a visible seam in the plastic is present. A small, growing bubble was discovered. The us complaints coordinator requested the defected tubing set back for further investigation. Photo's were immediately available for review. There was no harm for any patient because the cell separation could be performed using a replacement tubing set ls without timely delay. The event occurred at:(B)(6).